Event description:
Patient reported experiencing high blood glucose for a few days. Patient stated that he disconnected from his site and programmed a 5u bolus; however, no insulin dripped from the tubing. No error messages were generated by the device. No treatment was received. Patient switched to his back-up device.